Event description:
During a da vinci si hysterectomy procedure, the mega needle driver reportedly was not moving intuitively with the surgeon's controls. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering did not confirm the alleged complaint. The instrument was placed on an in house da vinci system: recognition and engagement tests passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observations not reported by the customer were main tube and pulley damages. The distal end of the main tube had a scratch mark showing light material removal. The scratch was short in length and not axially aligned with the main tube. There was also an indentation at the edge of the distal pulley and scratches on the surface of the pulley. Evidence not conclusive, but main tube and pulley damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube scratches if to reoccur could cause or contribute to an adverse event.